Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. There was no specific product deficiency reported for the device, however defects were observed. The laser lines of the device appear heavily faded. Both triggers were pulled as an initial functionality test, and both functioned as intended. A visual observation of the device jaws revealed that the lower jaw was deformed. This deformation observed with the jaw would not allow loading of an eiii needle. The device is reusable, and is currently 2 years old. The faded laser lines can be attributed fair wear and tear after reuse of the device. The deformation of the lower jaw many have been caused by the device being dropped or mishandled on the lower jaw. However, other than this possibility we cannot discern a definitive root cause for the observed failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the expressew iii w/o hook device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the lower jaw was deformed on the device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.